Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the infusion set's tubing came apart at the site location while the patient was walking. The issue occurred with ten infusion sets and infusion had to be changed after two days. Reportedly, the infusions were stored, or used, at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01140 - device 9 of 10.